Event description:
The home care provider (hcp) reported that the 50r70 reservoir was not holding pressure and returned the unit for the co's evaluation. When the unit was pressurized during functional test, the poppet stuck open which could likely result in liquid oxygen leaking out of the poppet filled. The hcp confirmed that no injury occurred as a result of this malfunction.